Event description:
Procedure: unk. Reportedly, when the stapler was applied one side of the staple line was not formed properly. There was no bleeding or injury reported, and the intervention needed is not known.

Manufacturer narrative:
The hospital reported two possible lot numbers involved in this report. However the lot number involved is not known. Those lot #'s, expiration dates & manufacture dates are: lot #1: n6a259, expiration date: 02/28/2011, manufacture date: 01/2006.